Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Physician not happy with cup placement after impaction during intra-op x-ray surgical delay yes, appx 20 minutes. Patient was under anesthesia. Xrays and session provided are attached.

Event description:
Physician not happy with cup placement after impaction during intra-op x-ray. Surgical delay yes, appx 20 minutes. Patient was under anesthesia. Xrays and session provided are attached.

Manufacturer narrative:
Reported event: an event regarding inaccurate cup version involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 733 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding cup placement discrepancy. There were 16 other reported events (B)(4). -conclusion: a review of this case shows that the surgeon had planned a 40 inclination 12.5 version plan. A review of the final implant placement using surgical results shows that the version was between .91 and 7 deg version. The inclination was between 41.5-49 deg inclination. The surgeon collected the data twice and achieved varying results so it¿s difficult to determine which is more accurate. Using these ranges, however, would suggest that the version of the cup was lower than what was planned and the inclination was higher. Comparing the implant planning x-ray view to the post op x-rays taken it does appear to show that the cup placement is noticeably different between the planned placement and the final placement. The probe check value for the reamer shaft was high going into reaming at a value of 1.79. This would suggest that there was movement in the base array prior to reaming. Any movement in the array could account for this discrepancy in version and in inclination between planned and final.